Manufacturer narrative:
This is a supplemental report to provide additional information. Local service department rechecked the device inspection result and found that the inspection result reported in initial MDR was incorrect. In the inspection, e216 could not be duplicated, but another scope communication error b30 occurred. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the evaluation information from local service department, the sign of fluid invasion was found in video connector. Omsc presumed that the video connector board malfunctioned by fluid invasion on video connector, which made communication unstable. Also, leakage was not found on the device. Therefore, venting connector was thought to be a route of fluid invasion. There was a possibility that fluid entered the device by connecting / disconnecting the venting connector or sterilization cap with water adhering.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that scope communication error e216 occurred and 3d image switched to 2d. The procedure was carried out as planned and no more than 30 minutes delay. There was no report of patient injury associated with the event.